Event description:
It was reported that 4 bd safetyglide¿ needles were blocked while trying to draw up/inject medication. The following information was provided by the initial reporter: "we are not able to push or pull medications through the needles size 25 x 1 inch. It is very difficult to push medication either on a syringe or a pre-filled syringe. Not all needles are affected we have approximately 200 needles from two different lot numbers. Date of the event: approximately 2 weeks ago no patient harm no need for any medical intervention"

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd safetyglide¿ needles were blocked while trying to draw up/inject medication. The following information was provided by the initial reporter: "we are not able to push or pull medications through the needles size 25 x 1 inch. It is very difficult to push medication either on a syringe or a pre-filled syringe. Not all needles are affected we have approximately 200 needles from two different lot numbers. Date of the event: approximately 2 weeks ago. No patient harm. No need for any medical intervention."